Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had no delivery, replace battery now and keypad anomaly. The customer reported that they spoke to someone on phone and battery keeps getting dead quickly and its blocked. Customer stated that battery is dead already. Customer stated that all night long blood glucose was over 400mg/dl. Customer received a low battery alert prior to the replace battery now alarm. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm did not occur during fill tubing. The insulin pump will be returned for analysis.